Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g bd safetyglide insulin syringe in a sealed blister pack from lot # 8266741. Customer states that the needle was broken. The returned syringe was examined and exhibited the needle-safety mechanism assembly separated from the rest of the barrel. The barrel was examined and exhibited a broken barrel. A review of the device history record was completed for batch# 8266741. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel). As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) 1/2cc, 8mm 30g bd safety glide insulin syringe in an sealed blisterpak from material 305934, batch 8266741. The samples were decontaminated per (B)(4) prior to being evaluated. Visual inspection of the syringes found the safety mechanism (shield/pushrod/adapter) detached from the syringe. We would confirm from the returned sample the barrel tip and the needle assembly core were damaged thus not allowing the safety mechanism to attach to the syringe. The automatic syringe assembly machine assembles the barrel, stopper, plunger and needle assembly components into a syringe. The machine consists of several syringe assembly dials, inspection and transfer dials. This type of detachment can occur when the needle assembly transfer rail that feeds onto the barrel dial is misaligned causing the barrel tip and or the needle assembly to get damaged. Misalignment can occur due to component jams. A mis-assembled shield detection system (camera) is in place to detect missing or raised shield and will automatically reject the syringe. The camera detection is challenged each production shift. There are no l2l dispatches, logbook entries or notifications for safety mechanism separating from the time that this batch was produced. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that a needle break occurred during use with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter, "the needle was broken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred during use with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter, "the needle was broken."